Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on an unspecified date/time prior to contacting lfs. It is not known if the patient was on any diabetes medications or what action the patient took regarding her diabetes regimen at the time the alleged issue began. At an unspecified date/time, the patient indicated she passed out prior to the start of the alleged issue. The mss was not able to obtain/verify what her prior reading was on the subject meter or what action she took as a result of the reading. Additionally, it is not known what kind of treatment, if any, the patient received after the alleged issue began. At the time of troubleshooting, the cca noted it was the patient's 1st time using the subject meter and the subject meter turned on with the power button; however, the patient did not have the test strips available to perform a test and was not able to perform a rapid test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to obtaining the alleged issue. In addition, there is no evidence that the patient received any form of medical intervention. Therefore the meter did not contribute to the patient's symptom. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.